Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 202 mg/dl. The customer reported that the insulin pump was not turning on. The troubleshooting was performed and was advised to insert new battery, but was not turning on. The insulin pump will not be returned for analysis.